Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the cracks and missing pieces at the reservoir opening. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had no delivery alarm and also rejected new battery and grinding when rewinding and deep scratches on screen but can still read the screen. The device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected rewind anomalies noted. No excessive no delivery or occlusion alarm noted. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window and broken reservoir tube lip. The test infusion set and reservoir does lock into place.